Event description:
Pt was being fed using a pump. 360 ml of an enternal feeding solution were hung, and the pump was set to deliver 300 ml/hr. 360 ml were delivered in 2+ hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.